Manufacturer narrative:
On 14 october 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the 12/14 taper of the stem was not fully seated in the appropriate seat. The event can be attributed to misuse of the instrument.

Manufacturer narrative:
Batch review performed on 22 july 2016. Lot 1550200: (B)(4) items manufactured and released on 02 june 2015. No anomalies found related to the problem. To date, no similar events have been already reported on items of the same lot. On 27 july 2016 the r&d project manager performed a preliminary investigation and commented as follows: no sign of excessive wear is visible on the retentive part, the lot is recent. The breakage shown in the picture could be generated due to an use error. If the locking screw is not completely tightened, the clamp slides on the cone of the stem and that kind of breakage can occur.

Event description:
While the surgeon was removing the stem (just implanted), the blue plastic component of the stem repositioner got damaged. One piece of plastic detached from the instrument and it was succesfully retrieved with anatomic pliers.